Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4) used to capture: the reported event required medical/surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the hospital couldn't insert the femoral neck screw because the nails locking mechanism dropped so the femoral neck screw wouldn't go through. They had to replace the nail and when they changed it to a different nail it did the same thing but this time, they had to unscrew the top bit so the neck screw can be inserted. The first nail and lag screw were changed successfully. The surgery was delayed 20-30 minutes. The patient outcome was unknown. First nail and screw (not in patient) tfn 10.0mm long right 125-degree l 420 ref 456.342s lot 8529267 femoral neck screw 11mm l 95mm ref 04.032.095s lot h775534 replacement screw and nail tfn 10.0mm long right l 420mm ref 456.342s lot 8512779 femoral neck screw 11mm l 95mm ref 04.032.095s lot 11l5487 concomitant device reported: femoral neck screw 11mm l (part# 04.032.095s, lot# 11l5487, quantity 1) this complaint involves three (3) devices. This is 1 of 3 for report (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 456.342s, lot: 8529267, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22. July 2013, expiry date: 01. July 2023. Only sterilization and packaging was made at synthes gmbh. As this complaint is not related to sterilization and packaging no DHR review from synthes gmbh is needed. Part was manufactured at monument, therefore a new task will be to monument for review of unsterile part 456.342 with lot 7425404: manufacturing location: monument, manufacturing date: 18-jun-2013, part number: 456.342, 10mm/125 deg ti cann troch fixation nail 420mm/right, lot number: 7413518 (non-sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance, rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, rev t met all inspection acceptance criteria. Inspection sheet, final inspection, rev h met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, bp55, lot number: 7385801, lot quantity: 100. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, met all inspection acceptance criteria. Part number: 456.314.2, 125 degree lock prong tfn, bp58, lot number: 7338603, lot quantity: 49. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, rev a met all inspection acceptance criteria. Inspection sheet rev c met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80, lot number: 7374489, lot quantity: 2,870 lbs. Certificate of test supplied by allvac dated 16-apr-2013 was reviewed and determined to be conforming. Lot summary report dated 30-apr-2013 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null device history review 11-mar-2020: DHR reviewed: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.